Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported via email from the customer that multiple cartridges were leaking from an undefined area. No additional information was known or reported. Multiple follow up attempts were made by tandem technical support; however, the customer did not provide the outcome of the event.